Manufacturer narrative:
Product return was received and identified as an oral-b power battery toothbrush handle 4732 cross action power. 05-dec-2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer contacted via phone and stated that the whole brush head kept coming off in his/her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the whole brush head kept coming off in his/her mouth. No injury was reported.